Manufacturer narrative:
(B)(4). It was reported that when the smarttouch unidrectional catheter was connected during an atrial fibrillation (afib) procedure, noise from the body surface (bs) ECG¿s and intracardiac (ic) signals were displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The catheter was replaced (same catalog and lot number) and the same issue occurred. The catheter was replaced with a thermocool sf catheter and the issue was resolved. For the first catheter, the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. For the second catheter, the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that when the smarttouch unidrectional catheter was connected during an atrial fibrillation (afib) procedure, noise from the body surface (bs) ECG¿s and intracardiac (ic) signals were displayed on the carto 3 system and the recording system. The cable was replaced with no resolution. The catheter was replaced (same catalog and lot number) and the same issue occurred. The catheter was replaced with a thermocool sf catheter and the issue was resolved. Upon request, on march 28, 2014 additional information was provided on the event. The noise was on all the bs ECG's and ic signals on both the carto 3 system and the recording systems at the same time. The physician was not able to interpret any of the signals with the presence of the noise. Per the additional information received on march 28, 2014 providing the severity of the noise on all signals (ic and bs) on both the carto 3 system and the recording system at the same time is indicative of a reportable event. The awareness date is march 28, 2014.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).